Manufacturer narrative:
Investigation results: received one unit of a 20gx1.16in insyte autoguard device from lot 3314692 for the investigation of this complaint. A gross visual inspection shows that the unit has been used, though the needle is not retracted in the barrel. Per the customer¿s verbatim, the needle would not retract after use thus the sample was returned for investigation. Investigation was performed by inspecting the unit under the microscope. It was observed that one end of the spring was incorrectly positioned between the external surface of the needle hub and the internal surface of the grip. The safety button was in the pushed/depressed position, but the needle was not retracting. No adhesive nor any other defect was observed on the unit. It is likely that the misplaced spring was prohibiting the needle from retracting. Further, it is also possible that damage to the hub may result in the spring catching, preventing proper retraction or cause contact between the hub and grip wall, preventing the hub from fully retracting into the barrel. In an attempt to investigate and dissect the hub, it was accidentally damaged, and no additional data could be collected. However, the damage was likely manufacturing related given the location of the spring. The DHR for lot 3314692 has been reviewed. No related quality issues or process deviations were found. Investigation conclusion(s): the defect of "needle retraction failure" was confirmed. Probable root cause conclusion(s): manufacturing. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd insyte autoguard pnk 20ga x 1.16in was difficult to retract the needle. The following information was provided by the initial reporter: the nurse inserted the IV catheter and pressed the needle retraction button, but the needle did not retract. Attempted repeatedly but the needle will not retract. The button appears depressed. No injury or blood exposure occurred.